Event description:
It was reported that during a caesarean section open procedure, at the start of suturing using a continuous suturing technique, after one to two stitches, six needles and suture threads detached. Another suture was replaced to complete the case to resolve the issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10 concomitant product: cl-915 polysorb 1 vio 90cm gs24 x36 (lot#: a5c2064y); cl-915 polysorb 1 vio 90cm gs24 x36 (lot#: a5c2064y); cl-915 polysorb 1 vio 90cm gs24 x36 (lot#: a5c2064y); cl-915 polysorb 1 vio 90cm gs24 x36 (lot#: a5c2064y); cl-915 polysorb 1 vio 90cm gs24 x36 (lot#: a5c2064y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.